Event description:
The customer reported to olympus that the xenon light source had a lamp malfunction. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found the front panel mouth was cracked, and there was corrosion inside scope socket tubing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: b5, g2, g3, and h6 (medical device problem code). Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 21nov2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp was not secured properly because the lamp thread-hole got stripped. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: it was observed during device evaluation that the lamp thread-hole got stripped, causing lamp not being secured properly. This report is being submitted for the malfunction found during device evaluation.